Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the it wasn't turning on. The blood glucose level of the customer was close to 400 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device passed the displacement test, self test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.